Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the lead was implanted, ventricular sensed events were noted. The lead was taken out of the header and a nicked insulation was noted. The lead was explanted and replaced.